Event description:
It was reported that this right ventricular (rv) lead had a lead conductor fracture and insulation issue. During device changeout, this rv lead was accidentally cut while spreading the pocket out and the proximal side was glued to the pocket and kept as it was. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.